Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. Chest x-ray showed the lead curled up by the ICD. The lead was explanted and replaced.